Manufacturer narrative:
(B)(4). Attempts to obtain patient information was unsuccessful. The facility declined to provide patient information. No tests/laboratory data was available. There is no serial number for this device. The implant or explant dates are not applicable to this device.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported that during a peripheral therapeutic procedure the physician plugged in the catheter device, then ballooned first, then inserted the catheter device. As the physician was turning the catheter device to 12 o'clock, the device torqued too much and the needle deployed at three o'clock. The physician was unable to advance the wire. They pulled a second catheter to complete the procedure. There was no harm to the patient. Treatment was not completed by the procedure as stenosis was significant. Vessel: popliteal 100% occluded, highly calcified plaque. About 40 mm in length cto. No damage to the device was observed during prep. Resistance was felt when rotating the catheter. All portions of the device appeared accounted for after removal from the patient. The rotation of the catheter was based on the patient disease morphology. The catheter was difficult to rotate because of the amount of disease within the vessel. The physician had ballooned previously before putting in the catheter to allow space for the catheter to rotate. The catheter was positioned at 12 o'clock with chromaflow on. The vessel was not perforated when the needle deployed. The manufacturer's representative indicated the rings were locked into place (at stop position 7). 'The sub-intimal space was really tight and that they never really found a "sweet spot" to deploy into. He was able to see based on the physician's hands and chromaflow that they were positioned to fire at 12. The torque shaft appeared to have torqued too much due to the terrain. Per device analysis, the device passed the functional testing and had no damage or faults that could lead to the reported failure. The complaint was not duplicated. As such, the probable cause of the reported failure could not be determined by the investigation. The user reported that they torqued too much. Calcification, tortuousness, user handling, and other factors within the anatomy may affect the handling and needle position of the device. Per the IFU, avoid excessive torquing or bending of the catheter. It could not be conclusively determined when or how the cause of the reported failure occurred. The instructions for use, (IFU), warns: - use ivus imaging and fluoroscopic guidance to verify that the needle is correctly oriented prior to setting the needle stop ring and extending the needle. 9. Using fluoroscopic guidance, advance the catheter to the desired site. Orient the needle toward the true lumen of the target vessel by rotating the catheter while using ivus. The vessel landmarks will revolve around the center of the image as the catheter is rotated. Match the corresponding target for the true lumen with the 12 o'clock position on the ivus monitor screen. Warning: verify correct needle orientation by using ivus and fluoroscopic guidance prior to deploying the needle. 10. Rotate the stop ring by turning it clockwise to the desired needle lateral deployment distance (shown in millimeters on the handle). 11. Rotate the needle deployment ring clockwise and advance it forward to deploy the needle and penetrate into the true lumen. 12. Loosen the rotating hemostasis valve to advance the 0.014" (0.36 mm) needle guidewire through the rotating hemostasis valve and the needle lumen into the true lumen of the vessel. 13. Upon successful placement of the needle guidewire, return the needle deployment and stop rings to their original positions to retract the needle. Precautions: advancement, manipulation and withdrawal of the catheter should always be performed under fluoroscopic guidance. If substantial resistance is met during manipulation, immediately discontinue the procedure and determine the cause of the resistance before proceeding. If the cause of the resistance cannot be determined, withdraw the catheter. · avoid excessive torquing or bending of the catheter. Torquing the catheter excessively may cause severe vessel damage or kinking of catheter. Should the catheter shaft become kinked, immediately withdraw the entire system. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. There were no nonconforming material reports or deviations noted that would contribute to the reported failure mode. This complaint will be monitored as part of complaint data analysis. This event is being reported in an abundance of caution because by report there was an incorrect needle orientation deployment as the physician was turning the catheter to 12 o'clock, torqued too much, and the needle deployed at 3 o'clock.